Event description:
The baxter servivce tech reported an infusion pump with failure code 32. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter event. No additional contact info was provided.